Event description:
A journal article was reviewed which contained information regarding these devices. During phase two of the study a patient death was noted with no further reported information. It was noted during the study that one patient experienced an inappropriate atrial fibrillation detection caused by ventricular channel oversensing. The device was reprogrammed. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. No further patient complications have been reported as a result of this event.

Event description:
Additional information was obtained through follow up with the author/physician indicated that the patient died with end stage heart failure and the death was not related to the device transmitter or leads.

Manufacturer narrative:
The event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Referenced article: improving atrial fibrillation detection in patients with implantable cardiac devices by means of a remote monitoring and management application. Pace pacing and clinical electrophysiology. 2014;37(12):1610-1618. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The date of the patient death is unknown and is estimated based on the article publication date. The article referenced both ICD¿s and ipg¿s. Referenced article: improving atrial fibrillation detection in patients with implantable cardiac devices by means of a remote monitoring and management application. Pace pacing and clinical electrophysiology. 2014;37(12):1610-1618. An email was sent to the author requesting additional information, with no reply as of yet. (B)(4).